Event description:
It was reported that a patient presented with far r wave over-sensing resulting in inappropriate automatic mode switch. Programming changes were planned with the physician. No adverse patient consequences were reported.